Manufacturer narrative:
The sample was serum. Qc was within the established ranges prior to and after the event. Bec field service engineer (fse) was on site on (B)(4) 2011 and calibrated accutni with a new lot of reagent. A new vial of accutni control was put into use and qc was within the established ranges. Normal operation was observed. No hardware findings were noted. The lab director agreed that it probably was sample handling issue. The customer is now looking into testing troponin on plasma instead of serum, so as to eliminate this type of sample handling issue for the cardiac marker samples. A definitive root cause for this event was not determined.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously elevated troponin (accutni) result generated by unicel dxc 600i synchron access clinical system for one patient. The erroneous result was not matching the patient's clinical picture and was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.